Event description:
The customer reported to olympus technical assistance center (tac), during preparation for use, the screen of the visera elite ii video system center was not working, and the green iris stayed lit. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the user had the device unplugged and the iris is still green as if it is on and when the power button was pushed, nothing happened. The user attempted to unplug and plug the unit in, but the screen was black. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating the intended procedure was completed with a similar device with no delay or injury/harm to the patient. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. The device was not returned for investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.